Event description:
Customer reported there was no info on the test strip bottle. Customer stated the numbers on the bottle are rubbed off. The bottle has been thrown away and no product being returned for evaluation.